Event description:
Technologist report eye splash with product. She experienced difficulty removing the push and pull cap from a vial of the product (the product is manufactured and shipped with a screw cap, but the laboratory replaced the screw cap with a push and pull cap). When she applied forceto the cap, a drop of product on the cap splashed into her left eye. Technologist was not wearing protective eyewear and was wearing contact lenses. She removed her contact lens and flushed her eye with water for approximately 10 minutes. Technologist was referred to the hospital's outpaient infectious disease service for follow-up medical evaluation, as the product contains chemically treated hiv and hepatitis positive raw materials. As a precaution, the technologist received anti-hiv prohylaxis and a hepatitis b vaccine, although the risk of infection was felt to be low.